Manufacturer narrative:
The meter was returned for investigation. The display did not show any noticeable contrast errors during examination. The battery compartment was found to be contaminated by a leaked battery and the circuit board was contaminated with a penetrating liquid which affected the conductive rubber contacts. The contamination temporarily leads to the observed issue. The contamination would be a result of a handling error of the device.

Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. Medwatch field: occupation - the occupation is patient/consumer.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The display of the meter was hard to read. The results field of the display was hardly legible. The display appeared to be "ghosting" and appeared as if there were three screens on top of each other. A display check was performed and all segments in the results field were visible.